Manufacturer narrative:
Section d6a, d6b: na, as the lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) haptic was kinked after iol insertion into the patient's operative eye. There were no complications noted. Lens was fully inserted. Additional information received stated that the lens was removed and replaced with another lens during the same procedure. There was no reported injury to the patient. No further information was provided.